Event description:
The account alleged that all three pt positioning module modes set and will alarm but it seems that the pt must be out of the bed totally for exiting and positioning to alarm. No pt impact.

Manufacturer narrative:
Tech recommended zeroing the scale without weight. Serial number of the bed was not provided. The account zeroed the scale and it did not resolve the issue. Tech told the account that they would need to replace the scale/pt positioning module board. No further info on the repair of the bed is available at this time.